Manufacturer narrative:
(B)(4).

Event description:
The customer alleges that during the twisting of the luer lock located in the proximal venous extension line, the thread was damaged. The device was replaced.

Manufacturer narrative:
(B)(4). The customer returned a 2-lumen hemodialysis catheter for evaluation. The catheter body had been separated and blood was observed in the venous extension line. The venous extension line luer hub was covered by tape and the arterial extension line luer hub had an end cap attached. Visual examination of the catheter revealed the threaded portion of the venous extension line luer hub had separated from the hub body (separated portion was not returned). Microscopic examination of the venous extension line luer hub revealed significant scuff marks on the body indicating use. The edges where the threaded portion had separated were jagged and uneven indicating a stress related break. Scuff marks were also observed on the arterial extension line luer hub, although the threaded portion remained intact. The inner diameter of the luer hub was measured and was found to be within specification. The length from the bottom of the juncture hub to the top of the arterial luer hub measured 11.0 cm which is within specification. A lab inventory 10ml syringe with standard male luer was attached to the arterial extension line luer hub and functioned as expected. The customer did not supply a lot number however a potential lot number was determined from a sales history review for this customer. Other remarks: a device history record (DHR) review was performed on the catheter assembly including the extension lines and no relevant manufacturing issues were identified. The instructions-for-use (IFU) provided with this kit cautions that repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure. The IFU also warns to avoid use of alcohol based solutions and/or acetone as they can cause degradation of the catheter material. The customer report that the venous extension line luer was damaged in use was confirmed through visual examination of the returned sample. The threaded portion of the venous luer hub was separated from the hub body. Scuff marks on the luer body and jagged material at the separation point indicate a stress related break. The IFU supplied with this kit cautions that repeated over tightening of bloodlines, syringes and caps will reduce connector life and could lead to potential connector failure. A DHR review was performed and did not reveal any manufacturing related issues. Based on the report that the damage occurred during use and the condition of the returned sample it was determined that operational context caused or contributed to this complaint issue. Teleflex will continue to monitor and trend for reports of this nature.

Event description:
The customer alleges that during the twisting of the luer lock located in the proximal venous extension line, the thread was damaged. The device was replaced.